Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release or tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).